Event description:
After ge emr software upgrade significant pt information is omitted from final report of procedure that affects discharge medications post coronary drug eluting stent placement. The ge maclab/cardiolab xt upgrade interface to the ge centricity cardiology data mgmt system does not communicate the use of everilomus or zotarilomus drug eluting stents in the final report of procedure. Without these findings in the report, pts with these stents could be discharged without dual antiplatelet therapy to prevent subacute thrombosis in the treated coronary artery-s-.